Event description:
Pt underwent total hip replacement. After surgery, x-ray showed subsidence of the femoral stem and a femoral fracture. Device was removed 14 days later, and replaced with a versys beaded stem and five gtr cables.